Event description:
It was reported that during da vinci-assisted liver wedge resection surgical procedure, site contacted intuitive technical support engineer (tse) to report non-recoverable error 90 during rollout. Tse confirmed that the error 90 pointed icc. As the system was currently being used as a vision side cart (vsc) camera, performing a hard cycle was difficult at this time. Tse confirmed that error 90 occurred 3 times. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the isi core controller (icc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.